Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following multiple falls, the patient experienced pain at the ipg site. Additionally, it was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue.